Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported an unspecified quantity of false positive results with the ID now covid-19 assay. Pcr confirmation is performed for all positive results which often generates negative results. Although requested, no additional patient information, including treatment and outcome, has been provided.

Manufacturer narrative:
(B)(6). The investigation is still in progress. A supplemental report will be provided after completion.